Manufacturer narrative:
Updated device problem code grid.

Event description:
It was reported to philips the device failed operational check: co2 and nbp calibrations overdue, pacer issue. Customer wants alarm message turned off. The customer worked with the technical support representative. Problem description by engineer : customer function/role: site manager. Device use: patient monitoring. Expected and unexpected results: unit failed operational check, co2 and nbp cal overdue, pacer equip malf. User impact: unable to use device until repaired. Patient impact: none. Current software version: diagnostic performed by engineer: site manager called to report mrx was displaying several error messages and alarms. Unit failed operational check, co2 and nbp cal overdue, pacer equip malf. Customer wanted to know how to silence alarms. Informed customer this would have to be done in configuration and usually requires medical director approval. Inop: pacer equip malf. Recommended customer replace therapy pca board. Walked customer through operational check, accessing logs etc. Provided customer the following information: emailed manual IFU and service manual to customer. Service guide nbp module calibration: p. 18. Service guide etco2 module calibration: p. 23. You will find alarm config in the IFU manual under configuration. This usually requires approval from medical director. With the pacer equip malfunction message it is recommended to replace the therapy pca board. Part number: 453564050911, therapy ii pca, usd: (B)(6). Customer says they have ordered another defib and will not likely repair this one. Will follow up with customer on (B)(6) to confirm customer issue is resolved and no longer needs assistance. Internal comments : 2nd failed attempt to contact customer to confirm resolution. Will try again in 1-2 business days. Internal comments : 3rd failed attempt to contact customer to offer further assistance or confirm resolution. The technical representative walked the customer through the operational check process. The customer was sent the operators manual and service manual. The technical representative said the alarms could not be turned off without medical director approval. The customer says they have ordered another defibrillator and will not likely repair this one. The technical representative called the customer back 3 times without any success. The customer is refusing service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device has a pacer problem. There was no reported patient involvement.